Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for repair of a ventral hernia. A bard/davol sepramesh ip was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the catalog no, corporate lot no and expiry date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about several years post implant of sepramesh ip, patient was diagnosed with hernia recurrence, material deformation, erosion and adhesions thereby underwent repair with explant of mesh. Per op notes, ¿the right aspect of the mesh had completely detached from the rectus muscle and inferior portion of mesh curled inward. Mesh was eroded in multiple parts to bowel and omentum.¿ the instructions-for-use supplied with the device lists adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for repair of a ventral hernia. A bard/davol sepramesh ip was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated multiple ventral incisional hernia thereby underwent open repair with implant of sepramesh ip. Per operative notes, ¿the hernia sac was excised and there were multiple defects. The omentum was adherent to sac which was freed and reduced back to peritoneal cavity. A sepramesh ip was then placed with the seprafilm side on the visceral side and sutured to the anterior abdominal wall. Swiss cheese defects were then reapproximated with sutures.¿ 2009 to (B)(6) 2010 - patient fell and developed recurrent hernia. (B)(6) 2016 - patient was diagnosed with recurrent giant incisional hernia thereby underwent repair with explant of old mesh which had eroded in multiple parts to bowel and omentum. Per operative notes, ¿the right aspect of the mesh had completely detached from the rectus muscle. There were 2 small hernias that were not covered by prior mesh. The inferior portion of mesh curled inward, and the exposed sides of the mesh caused severe adhesions to knuckle of small intestine therefore the mesh was removed completely. A serosal injury of small bowel identified, and the bowel was resected. Bilateral component release was then performed and placed a biological mesh as an underlay with sepraflim underneath the mesh.¿ attorney alleged that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, infection, mesh migration, other organ perforation, pain, hernia recurrence, seroma and emotional injuries. It is also alleged that the patient underwent additional surgery to repair the hernia, resect bowel and removal of mesh with permanent and severe scarring & disfigurement.